Event description:
Note: there was no patient involvement. Note: the event date is not known. It was reported to boston scientific corporation that a rigiflex achalasia balloon with fraudulent looking labeling had been received in a hospital. These devices were received from an unknown health management organization. Boston scientific's distributor reported this event to boston scientific (B)(4). Boston scientific (B)(4) had no record of importing the device.

Manufacturer narrative:
Although the exact manufacture date is unknown, the photo of the complaint label indicates the product was manufactured november 2006. The complaint label differs from the released boston scientific rigiflex achalasia balloon label. This product line was discontinued by boston scientific, and the last shipment was made in december 2005. The label on the complaint device indicates that the device was manufactured in 2006. It also gives the balloon a 5 year expiry date. Rigiflex achalasia balloons made by boston scientific had a 2 year expiry date. All of these products have expired since the end of 2007. The root cause of this complaint is undeterminable. The device has not been returned and it is not possible to determine if a used boston scientific device has been repackaged by a third party and sold as unused or if the device itself is fraudulent.